Manufacturer narrative:
Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the recommended pump bolus was incorrect due to the customer inadvertently entering the carbohydrate ratio setting as 1:50 instead of 1:6 and the correction factor as 1:6 instead of 1:50. The customer adjusted the carbohydrate ratio and the correction factor to resolve issue. Customer's blood glucose was 230 mg/dl.